Manufacturer narrative:
UDI: unknown part number, attempts to obtain product were unsuccessful, UDI unavailable. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim programmable valve was not setting correctly and was revised. The valve was supposed to be set at 30mm h20 but was 60mm h20 instead. The physician could not read the tantalum x-ray dot on the image from radiology the valve was discarded.